Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during bd testing for CAPA (B)(4) the tubes did not meet specification for draw volume at end of shelf life with a bd vacutainer® 9nc 0.109m plus blood collection tubes. This occurred with 60 tubes. The following information was provided by the initial reporter: (4 of 4 complaints) it was reported that the draw volume testing indicates both nominal and maximum dosed bd vacutainer® citrate did not meet the product specification for draw volume at end of shelf life of +/-10% of labelled draw at 9 months. Irradiation dose. (Kgy) maximum: 35.9-39.3. Test interval. (Months) t=9. As part of CAPA (B)(4), we sourced bd vacutainer® citrate 1.8 ml (363093) and 2.7 ml (363095) tubes which were sterilized at nominal (~17 kgy) and maximum dose levels (~39 kgy) for draw volume testing. The draw volume testing indicates both nominal and maximum dosed bd vacutainer® citrate 1.8 and 2.7 ml tubes did not meet the product specification for draw volume at end of shelf life of +/-10% of labelled draw at 6 months for 1.8 ml and 9 months for 2.7 ml. The nominal and maximum dose test samples for the 1.8 ml were from lot # 8263737 and 2.7 ml from lot # 8274576.

Manufacturer narrative:
Date received by manufacturer: 07/18/2019. Bd has updated the awareness date to july 18, 2019, since this date represents a corrected time-frame for when bd reviewed the internal test data and came to the conclusion that testing had not met specifications. The initial awareness date that was referenced in the complaint, represented the date that the testing was conducted. H.6. Investigation: bd had performed an evaluation of the complaint and observed the failure mode based on the results generated during internal testing. Additionally, the incident lot had expired at the time this issue was being evaluated so no further testing could be performed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during bd testing for CAPA 54720 the tubes did not meet specification for draw volume at end of shelf life with a bd vacutainer® 9nc 0.109m plus blood collection tubes. This occurred with 60 tubes. The following information was provided by the initial reporter: (4 of 4 complaints) it was reported that the draw volume testing indicates both nominal and maximum dosed bd vacutainer® citrate did not meet the product specification for draw volume at end of shelf life of +/-10% of labelled draw at 9 months. Irradiation dose: (kgy) maximum: 35.9-39.3. Test interval: (months) t=9. As part of CAPA 54720, we sourced bd vacutainer® citrate 1.8 ml (363093) and 2.7 ml (363095) tubes which were sterilized at nominal (~17 kgy) and maximum dose levels (~39 kgy) for draw volume testing. The draw volume testing indicates both nominal and maximum dosed bd vacutainer® citrate 1.8 and 2.7 ml tubes did not meet the product specification for draw volume at end of shelf life of +/-10% of labelled draw at 6 months for 1.8 ml and 9 months for 2.7 ml. The nominal and maximum dose test samples for the 1.8 ml were from lot # 8263737 and 2.7 ml from lot # 8274576.